Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and failed. A review of the share logs was performed and signal was not found for serial number (B)(6) within the investigation window.  The allegation was confirmed. The probable cause was determined to be a defective transmitter. The reported event of signal loss is reportable based on the transmitter failed the pairing test. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.